Manufacturer narrative:
Product analysis:analysis was able to confirm that there were display issues. The programmer powered up to an error. Found a screw from the xy board was out of place. Replaced the xy board with salvage material and secured the screws. Calibrated the stylus and the error cleared. Analysis was unable to confirm the slow response. Replaced the hard drive with salvage material, re imaged, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was malfunctioning, which was assumed to be due to a stylus issue and that there was a slow response. It was noted that the stylus was selecting the wrong functions. The programmer was returned for service. There was no patient involvement.